Manufacturer narrative:
It was claimed that flow transducer test failed during pre-use check. Identification of issue has been done by analyzing problem description, service report and device¿s logs. There was no patient involvement. According to the information provided by the technician, the nozzle units on air and o2 gas modules were identified as faulty and replaced. The issue has been resolved and the device was delivered to the user in working condition. The review of attached device's logs confirmed occurrence of flow transducer test failure and pressure transducer test failure. The plastic nozzle unit contains a valve diaphragm. The valve diaphragm, controlled by the inspiratory solenoid, regulates the gas flow through the gas module. The faulty nozzle unit may lead to stop of ventilation, low o2 or high pressure. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).